Event description:
The doctor was going to implant the product when he noticed the expiration date on the product had expired last month. The surgeon was unhappy and used a different size than was intended.